Event description:
A medtronic representative reported a site has an articulating arm that cannot be tightened properly. Replacement was requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.no parts have been received by manufacturer for analysis.